Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the proximal end of the endotracheal tube detached from the connector. The event did not cause any harm to the pt and pt safety was not jeopardized.